Event description:
It was reported when using the bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder, the device experienced the non patient end needle separating from the hub. The following information was provided by the initial reporter. The customer stated: when using the needle, all the parts of the needle felt apart. And the needle was still stuck in the patient arm.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 11/15/2021. H.6. Investigation: bd received 40 samples for investigation. 20 of the returned samples were evaluated by functional testing and the indicated failure mode for cannula breakage with the incident lot was not observed as all product specifications were met. Additionally, 10 retention samples from bd inventory were evaluated by functional testing, each used to draw a tube and no issues were observed relating to cannula breakage as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode cannula breakage. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder, the device experienced the non patient end needle separating from the hub. The following information was provided by the initial reporter. The customer stated: when using the needle, all the parts of the needle felt apart. And the needle was still stuck in the patient arm.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.